Manufacturer narrative:
H4: the lot was manufactured between september 21, 2023 ¿ september 22, 2023. The actual device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was unable to deliver liquid. This was observed when the nurse was doing catheter exhaust prior to patient use. There was no patient involvement. No additional information is available.